Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. The device was returned to zoll (B)(4) and the reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The multi-function cable was replaced as a precaution. The device was recertified and returned to the customer.

Event description:
Complainant alleged that during biomed testing, the device intermittently reset/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device intermittently inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.